Event description:
Manufacturer representative (rep) called, along with the patient (pt), and mentioned that they're still having issues with the communicator not connecting. Agent sent request to repair to replace the communicator. Pt called back and mentioned that the rep assisted them in hooking up the device. Pt mentioned "he almost electrocuted me yesterday", "it physically threw me out of the chair", "the whole office heard me screamed out loud", "it was so powerful". Pt mentioned "this morning I could not walk, I used the walker". Pt mentioned that the rep "did good things for me but for me, being in the rush" was "unprofessional". Pt explained that when the incident happened the rep stated "sorry I did it too fast" pt commented "you could tell he was in the rush". Pt added they had 2 hip replacements, had a broken neck but nothing is more painful than him shocking in the chair". Agent reviewed healthcare provider (hcp) and rep roles with pt but pt wanted to make sure that a different rep would assist them if possible tomorrow and that they wanted it to be documented. Pt mentioned right now they can't changed anything with the device and needed someone to assist them. Agent sent a message to the previous rep and sent email to rep field for visibility.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient stated that they've been having trouble since they have the implant. Patient stated that it was not locating their stimulator and "it takes 2-3 days to actually get to programs a to e". Patient said they were lucky enough today to connect to their therapy app. Patient said that now when they try to recharge the implantable neurostimulator (ins) they are getting shocking sensation. Patient stated that right now they are at the point that they have so much back pain. Patient was escalated and expressed dissatisfaction with the product. Patient mentioned that they have met with 2-3 manufacturing representatives (rep) and was unable to resolve their issue. Patient said that they charge their implant every 2 days and they do not let the ins battery to drop to 50%. Agent offered troubleshooting and checking their therapy. However, patient keep getting not found message. Agent attempted to have the patient check ins battery but patient then said that all the steps done was something that they have done already and got escalated more saying the device was supposed to be the best. Agent reviewed information and device function. Agent redirected patient to healthcare provider (hcp) to address concern and advised to call ts if hcp needed further assistance.